Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that a foreign material was present in the device. The target lesion was located in the severely tortuous artery. A 330cm rotawire was selected for use. During the procedure, after ablation was performed with a 1.75mm rotaburr, the physician exchanged the rotawire to perform with a non bsc micro catheter. However, it was noted that a mass was present on the rotawire preventing the device to be inserted to the micro catheter. The rotawire and micro catheter was removed together as a unit. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that a foreign material was present in the device. The target lesion was located in the severely tortuous artery. A 330cm rotawire was selected for use. During the procedure, after ablation was performed with a 1.75mm rotaburr, the physician exchanged the rotawire to perform with a non bsc micro catheter. However, it was noted that a mass was present on the rotawire preventing the device to be inserted to the micro catheter. The rotawire and micro catheter was removed together as a unit. The procedure was completed with another of same device. No patient complications were reported. The device was returned stuck inside a non bsc device and has a mass on the wire. Visual inspection of the device observed a kink at the distal tip and has 2 particles. The proximal section was kinked as well. The overall length was not measured due to the device condition. The outer diameter of the distal tip, middle and proximal section of the device were observed to be within specification. The 2 particles observed were a surfactant material and a "tin" element consistent with the component of the solder weld.